Manufacturer narrative:
A device evaluation confirmed the customer allegation ¿focus malfunction¿. However, angulation malfunction could not be confirmed. Discoloration of the objective lens due to handling was recognized. The bending angle was insufficient due to the elongation of the angle wire. Scratches were found throughout the device. Wrinkles in the insertion tube due to external factors was noted. The bending section cover adhesive was cracked. The operating part was discolored. The suction cylinder was scraped. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported that the evis lucera elite gastrointestinal videoscope exhibited angulation malfunction and focus malfunction. The issue was found during pre-use inspection. The endoscope was used for routine screening and treatment for lesions. The procedure was screening endoscopy. There was no delay in the procedure. Endoscopy was performed under anesthesia. The videoscope was replaced with a different scope before the inspection, but the main unit (including the system and peripherals) was working fine, so the inspection was completed using the same equipment. The device was returned and an evaluation revealed foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign matter most likely originated from the facility environment (rust, etc.). Olympus will continue to monitor field performance for this device.